Event description:
On june 15, 2008, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini was displaying her past readings instead of the "apply sample" symbol when powered on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began on 5 days prior to contacting lfs. Despite the reported issue, the patient continued to take her usual dose of metformin (up to 5000mg/day). One four days later, after the reported issue began, the patient claimed she became "shaky" and proceeded with treating self with food and/or beverage. At the time of troubleshooting, the cca discovered that the patient was using the incorrect testing procedure. The issue was resolved at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.